Event description:
Intera oncology received a report from a patient's caregiver that the patient's pump was explanted because it "wasn't working". The patient's caregiver did not clarify if this incident was a device malfunction or a failure of the disease to respond to the drug.

Manufacturer narrative:
Intera oncology made multiple attempts to retrieve patient information, product information and clarification of the event. As of today, no response has been received. Therefore, the cause of this event is inconclusive. If we receive updated information from the clinic, we will send a supplemental report to the FDA.